Manufacturer narrative:
The device referenced is report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the subject device shows: the probe acoustic lens broken. The insertion tube has dents/buckles. The rubber glue is detached/cracked/peeling. The bending angle does not meet specifications. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports while preparing an evis eus ultrasound bronchovideoscope for a procedure, the tip of the scope broke off (outside the patient's body) while attaching the balloon. The procedure was completed using a second scope. There was no impact to the patient as a result of this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As the suggested phenomenon could not be duplicated, no speculation could be made towards the cause of the event. Olympus will continue to monitor field performance for this device.